Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their was scratches and rainbow effect on insulin pump which affect visibility. The customer's blood glucose value was unknown. The customer reported unexplained no delivery alarm, battery area was chipped. The insulin pump will not be returned for analysis.